Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ethnicity and race was not provided for reporting. (B)(4). Lot and expiration date are unknown. Device is not expected to be returned for manufacturer review/investigation device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A mother called to report that her (B)(6) son had his wound re-open when she tried to take the hydro seal all purpose bandage off from his foot. The initial wound on the foot happened on (B)(6) 2018 and the son was taken to the emergency room on that date. The consumer first used the product on her son on (B)(6) 2018 and stopped using the product on (B)(6) 2018. The re-opening of the wound caused an infection. For treatment, her son was treated by a nurse and was given antibiotics. The consumer's son has not recovered from the event.